Event description:
MFR rec'd a report of an eighty four year old man found with his wrist caught in a bed side rail. The pt was found to have sustained a broken wrist. Eval of the side rail by the user facility maintenance dept showed no malfunction.